Event description:
The customer reported a falsely elevated alinity I total psa result on a patient. The following data was provided: on (B)(6) 2022, sid (B)(6) = > 100 ng/ml, autodilute = 718 ng/ml, negative result at hospital laboratory, repeat on another sample from (B)(6) 2022 alinity was negative. Patient was hospitalized. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Patient identifier complete entry: (B)(6). This report is being filed on an international product, list number 7p92-20 / 30 has a similar product distributed in the us, list number 7p92-21 / 31.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity I total psa result included a search for similar complaints, trending data, labeling, device history records, and testing of retained reagent kits of the complaint lot number. Trending review did not identify any trends for the issue for the product. Return testing was not completed, as returns were not available. In-house accuracy testing of a retained reagent kit of lot 40254fn00 was performed. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa assay, lot number 40254fn00, was identified.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I total psa result included a search for similar complaints, trending data, labeling, device history records, and testing of retained reagent kits of the complaint lot number. Trending review did not identify any trends for the issue for the product. Return testing was not completed, as returns were not available. In-house accuracy testing of a retained reagent kit of lot 40254fn00 was performed. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa assay, lot number 40254fn00, was identified.